Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a total gastrectomy procedure, the circular stapler does not close properly, it could not shoot. Another like device was used to complete the procedure. There were no adverse consequences for the patient.